Manufacturer narrative:
Device evaluated by MFR.: peripheral cutting balloon 2cm device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized water was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal marker band. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, on the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The balloon was removed without any problem with no damage noted on the device. A different model was used to complete the procedure. There were no complications reported, and the patient status was good.